Event description:
It was reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) site since implant. The patient reported that after implant it was worse/different. The patient reported that it had gotten better but was ¿staying the same.¿ the patient noticed the burning with increased activity, walking more, and standing for long periods. Additional information received reported that there was a coupling problem. It was noted that the patient had recharging issues since implant. At the time of the report, the patient was able to get 6 coupling bars after using the antenna locator (al). It was noted that the position was too awkward for the patient to use with the recharging belt so the patient would try tape patches due to position. It was noted that the patient was confusing the coupling bars with the ins charge level. It was noted that the patient had a warm sensation in or around the ins pocket during recharging and that the antenna would get warm/hot. The manufacturing representative tested her system on the day prior to the report and did not see any problems with the system. The patient was told that her ins battery was low and was directed to recharge. The patient tried to recharge on the night prior to the report for 2 hours and had 6 coupling bars on occasion but the screen would go blank after not having any coupling bars filled. The implant site was near her beltline and made it a difficult spot to charge and to use the belt. It reporter noted that the implant was turned off and that the patient was taking medication at the time for her symptoms which was effective. It was noted that the patient had not used her implant ¿in some time.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 37791, product type: recharger. (B)(4).